Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to check the line for any kinks, fibrin, or air bubbles. The hp stated the patient line has bubbles in it. The tsr assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The caregiver (cg) was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed, and the assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.